Manufacturer narrative:
(B)(4) - the exact occurrence date of this event is unknown. Device evaluation: the customer reported problem was confirmed during evaluation as a failure code 38. This evaluation was performed onsite by a baxter field service technician. The force sensing resistors were found to be damaged. The force sensing resistors were replaced to correct the reported condition. A service history review was performed revealing no previous service for the reported event. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump "did not work." Upon further investigation, the quality engineer confirmed that the reported condition was related to failure code 38. It is unknown at which process step or care area this occurred. There was no report of patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.